Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the allergic reactions in patient". Additional information received states " after placement of the right central venous catheter, the patient suddenly experienced severe hypotension and severe hypoxemia combined with increased air way pressure. Epinephrine 20mcg intravenous push was immediately admnistered. Due to suspected severe anaphylactic shock, intermittent administration of epinephrine intravenous push 50 mcg was initiated, followed by epinephrine inhalation 1 mg, hydrocortisone intravenous push 100 mg, and chlorpheniramine intravenous push 5 mg. Blood tests were also performed.the allergic reaction was suspected to originate from the right jugular vein-anti-infective central venous catheter (cvc). Therefore, the original catheter was removed, and an attempt was made to reinsert a left femoral vein-non-anti-infective cvc. However, due to misplacement into an artery, the cvc was removed again, and pressure was applied for hemostasis. Simultaneously, a left jugular vein-non-anti-infective 2- lumen cvc was reinserted and fixed at 17 cm. Due to persistent hypotension, epinephrine infusion pumps and norepinephrine infusion pumps were used intermittently to maintain blood pressure. Subsequently, the patient underwent continuous pressure treatment of the left groin, and blood circulation in the left leg was closely monitored. To correct abnormal blood chloride levels, calcium chloride 400 mg intravenous drip was administered." The patient was originally transferred to the ICU and then transferred to a general ward and is currently hospitalized. The patient's current condition is reported as "critical".

Event description:
It was reported that "the allergic reactions in patient". Additional information received states " after placement of the right central venous catheter, the patient suddenly experienced severe hypotension and severe hypoxemia combined with increased air way pressure. Epinephrine 20mcg intravenous push was immediately admnistered. Due to suspected severe anaphylactic shock, intermittent administration of epinephrine intravenous push 50 mcg was initiated, followed by epinephrine inhalation 1 mg, hydrocortisone intravenous push 100 mg, and chlorpheniramine intravenous push 5 mg. Blood tests were also performed.the allergic reaction was suspected to originate from the right jugular vein-anti-infective central venous catheter (cvc). Therefore, the original catheter was removed, and an attempt was made to reinsert a left femoral vein-non-anti-infective cvc. However, due to misplacement into an artery, the cvc was removed again, and pressure was applied for hemostasis. Simultaneously, a left jugular vein-non-anti-infective 2- lumen cvc was reinserted and fixed at 17 cm. Due to persistent hypotension, epinephrine infusion pumps and norepinephrine infusion pumps were used intermittently to maintain blood pressure. Subsequently, the patient underwent continuous pressure treatmentof the left groin, and blood circulation in the left leg was closelymonitored. To correct abnormal blood chloride levels, calcium chloride 400 mg intravenous drip was administered." The patient was originally transferred to the ICU and then transferred to a general ward and is currently hospitalized. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Additional information from the customer stated it is unknown whether the patient had any known allergies, and it was unconfirmed what caused the allergic reaction or if it was chlorhexidine related. The last reported condition of the patient was "critical", and updates are not available as the patient was transferred to a different department. The instructions for use (IFU) provided with this kit warns the user, "the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Remove catheter immediately if adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs."the complaint of a catheter-related allergic reaction could not be confirmed based on the available information. The customer did not provide any test results or confirmation that the adverse reaction wasspecifically associated with the chlorhexidine coating. The IFU provided with this kit warns the user, "remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs.". Therefore, based on the available information, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature if the sample becomes available at a later date, a follow-up report will be submitted with investigation results.